Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient complained about halos and glare post implant of zlb00 intraocular lens (iol) in the right eye. His refraction was 20/20. The lens was subsequently explanted approximately four (4) months post-implant and replaced with a monofocal lens. There were no complications or patient injury.

Manufacturer narrative:
Additional information: device available for evaluation: yes. Returned to manufacturer on: 02/26/2016. Device returned to manufacturer: yes. Device evaluation: the complaint device was returned to the manufacturer for evaluation and visual inspection was performed. Visual inspection of the return sample revealed that the lens is cut in half, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and the documentation shows that the production order was manufactured according to specifications. During the manufacturing process, all products are subject to cosmetic inspection prior to optical testing. The in-line optical inspection data shows the lens is within power specification. Hence the lens meets the specified cosmetic requirements. A search on complaints revealed that no other complaints for this order number were received to date. A review of the historical complaints was performed and did not identify any product deficiency. Labeling review: the directions for use (dfu) was reviewed which adequately provides, instructions, precautions for the proper use and handling of the lenses and warnings related to perception of halos and glare and associated effects of this phenomena under certain conditions. Based on the investigation results, reported complaint was not confirmed and no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.